Event description:
The customer reported the jet channel of the gastrointestinal videoscope was clogged. There was no report of patient harm, injury or procedural delay. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; a whitish foreign material resembling glue was found in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition to the b5, evaluation found the following: due to a cut on heat shrinking tube of lock engagement lever the expected insulation capacity could not be obtained, due to wear of angle wire bending angle in the left direction did not meet the standard value, plastic distal end cover had a dent, bending tube was deformed, universal cord had a dent, the light guide lens had a chip, the air/water and suction cylinders had no color, and multiple parts of the scope were scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.